Manufacturer narrative:
Results: lift coil sensor cable, bent foot cover.

Event description:
It was reported by service report that the foot end lift motor was in the full up position and would not run down and the foot end lift coupler was broken due to a malfunctioned cpu. The lift coil sensor cable was damaged by the bent foot cover. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.